Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: narrative (breakage of coupling) could be verified from provided pictures. A device history record (DHR) review was conducted: part: 356.822, lot: 2092111, manufacturing site: selzach, supplier: sphinx , release to warehouse date: 02 june 2004. Due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction (broken). Per franchise complaint product investigation procedure 100673626 is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. A product investigation was conducted. Visual inspection: the distal coupling end of the drill bit is broken as complained. Besides, the instrument presents signs of wear on the reaming tip. The cutting edges are blunt and damaged. Summary: the complaint condition is confirmed as the distal end of the drill bit is broken. This production lot (2092111) was manufactured in june 2004 according to the specification. Considering the age and the appearance of this device - drill bit is more than ten years old and the cutting edges are quite blunt - the damage appears to be the result of repeated use and wear over the life of this reusable device. During the investigation, no manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, a drill bit for proximal femoral nail antirotation was broken at the coupling during an implantation of a long proximal femoral nail surgery on (B)(6) 2019. The patient had a very hard bone at the proximal femur. There were fragments generated from the broken device but were easily removed without additional intervention. The procedure was completed by switching to a gamma-nail device/technique. There were 90 minutes of surgical delay. There was no adverse consequence to the patient reported. Concomitant devices reported: drill sleeve (part#unknown, lot#unknown, quantity#1) aiming arm (part#unknown, lot#unknown, quantity#1) insertion handle (part#unknown, lot# unknown, quantity#1) protection sleeve (part#unknown. Lot#unknown, quantity#1). This report is for one (1) drill bit. This is report 1 of 1 for complaint (B)(4).